Event description:
During a treatment procedure to place a greenfield vena cava filter, the legs did not fully deploy. Access was obtained from the right femoral vein using standard seldinger technique. Under fluoroscopic guidance, a pigtail catheter was placed in the inferior vena cava. An ivc cavagram was performed showing the size of the ivc at 16.0 mm. The over-the-wire technique was used for filter placement and the apex of the filter was placed at the superior endplate of l3. With initial deployment, the struts (legs) of the filter did not open completely. The physician inserted the dilator accompanying the 12 fr sheath into the caudal portion of the filter to expand the struts. He then used 10.0 and 14.0 balloon catheters to expand the legs of the filter. The caudal portion of the filter was successfully expanded. The pt is reported as 'fine' following the procedure.